Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was a 4fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed near the 6cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together the damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, ¿patient, carrier of a monolumen PICC line in the right upper limb, refers pain to the infusion of medication, a check-up is performed, on irrigation she refers slight pain and no venous return is observed, catheter rupture is suspected, with the support of adhesive remover, the dressing is removed and the catheter is removed, showing a rupture in cm # 6¿. Patient had a new catheter placed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, ¿patient, carrier of a monolumen PICC line in the right upper limb, refers pain to the infusion of medication, a check-up is performed, on irrigation she refers slight pain and no venous return is observed, catheter rupture is suspected, with the support of adhesive remover, the dressing is removed and the catheter is removed, showing a rupture in cm # 6¿. Patient had a new catheter placed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, ¿patient, carrier of a monolumen PICC line in the right upper limb, refers pain to the infusion of medication, a check-up is performed, on irrigation she refers slight pain and no venous return is observed, catheter rupture is suspected, with the support of adhesive remover, the dressing is removed and the catheter is removed, showing a rupture in cm # 6¿. No other information was provided.